Event description:
It was alleged that the pump was connected to the ac power, but turned off, then turned on by itself and gave an alarm (unknown). The nurse said that another monitor was in close proximity and also alarmed. No patient was involved with this device.